Manufacturer narrative:
Other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider via a manufacturer representative reported that the patient was bleeding at the spinal incision. The doctor was concerned about an epidural hematoma. The doctor decided to explant the lead 4 hours after implant. As far as the manufacturer representative was aware the patient did not have any neurologic symptoms but there was a hematoma visible at the spinal incision. No diagnostics or troubleshooting were reported with this event. The patient status was listed as "alive - no injury" and the issue was considered resolved at the time of the report. The patient was implanted for spinal pain and lumbar radiculopathy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.